Event description:
It was reported that a vns patient did not feel her magnet mode going off when swiping. Systems diagnostics were performed and identified (B)(4) . The patient does not have any pain or discomfort with the device and did not experience any trauma to the area that may have caused lead damage. Full revision surgery occurred. The explanted devices were discarded by the hospital. Additional relevant information has not been received to-date.